Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the gore tri-lobe balloon catheter instructions for use (IFU) states: excessive inflation volume may result in balloon rupture, embolization, vessel damage, vessel rupture, or pt death. The first implanted device (b)(46) has an aortic neck diameter treatment range of 27-32mm. It was placed in an aorta which was 30mm at the proximal end of the device and 24mm at the distal end. The gore tag thoracic endoprosthesis instructions for use (IFU) states differing proximal and distal neck diameters (aortic taper) outside the intended aortic diameter requirements for a single endoprosthesis diameter (table 39) requires the use of multiple endoprostheses of different diameters. Additionally, the IFU states that the use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g. Device infolding, excessive device compression, endoleak, wire fracture, migration).

Event description:
On (B)(6) 2011, the pt was treated for an aneurysm 5cm in diameter 5mm distal to the left subclavian in the descending thoracic aorta with a conformable gore tag thoracic endoprosthesis. The left subclavian was covered in order to gain add'l proximal neck to land the device. After deployment, a gore tri-lobe balloon was used to seat the distal end of the endoprosthesis against the aortic wall. The balloon was overinflated causing the aorta to rupture at the distal end of the device. A second comformable gore tag thoracic endoprosthesis was deployed to treat the rupture. The pt tolerated the procedure and no add'l procedures were performed.